Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. H3 other text : device not returned.

Event description:
This pi is for the patient's dislocation treated with closed reduction at an unknown date by an unknown physician/ surgeon. In reporting a revision of the patient's right hip, the rep reported that the patient had previously been treated for dislocation of the 36mm ceramic head from the d liner. A closed reduction was performed. The rep does not have any access to additional information for the closed reduction as it is not known when, where, or by whom the procedure was performed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's dislocation treated with closed reduction at an unknown date by an unknown physician/ surgeon. In reporting a revision of the patient's right hip, the rep reported that the patient had previously been treated for dislocation of the 36mm ceramic head from the d liner. A closed reduction was performed. The rep does not have any access to additional information for the closed reduction as it is not known when, where, or by whom the procedure was performed.